Event description:
A selector 24khz neuro short handpiece was reported to leak during a procedure. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.